Event description:
The computer and flashcard were returned for analysis on (B)(4) 2012. An analysis was performed on the handheld computer, and no anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.(B)(4).

Event description:
Reporter indicated a vns dell x5 computer was responding slowly and would require multiple taps to respond. A hard reset would initially resolve the issue, however, the computer now will not respond even after performing a hard reset. Attempts for return of the computer are in progress.